Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. Impact on the customer¿s blood glucose level was not determined as the caller declined to confirm if levels exceeded 500 mg/dl. Technical support provided instructions to reset the pump, after which the malfunction code did not recur. Resolution allowed the customer to continue using the pump with instructions to call back if the issue recurred.